Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Also, the patient was experiencing diaphragmatic stimulation when pacing. Additional information was received from the field indicating that the physician thought that the rv lead had a slight perforation and the tip of the helix was touching the diaphragm. This rv lead was then placed mid septum from the original position and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold. Also, the patient was experiencing diaphragmatic stimulation when pacing. This rv lead was then placed mid septum from the original position. Additional information was received from the field indicating that the physician thought that the rv lead had a slight performance and the tip of the helix was touching the diaphragm. The rv lead was repositioned. No additional adverse patient effects were reported.